Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a driveline infection. Cultures were positive for escherichia coli. The patient underwent unspecified surgical intervention. Unspecified changes to the patient¿s medication were made. The infection reported resolved by (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection cannot be conclusively determined. Local, pump pocket and driveline infection are listed in the heartmate 3 instructions for use (IFU) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of the heartmate 3 lvas IFU. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.